Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 500 found in the event history. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31, 2007. Evaluation summary: the reported condition of a failure code 500 was confirmed in the event history, however could not be duplicated by the baxter repair technician. Inspection of the device revealed a delaminated front bezel, which was replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.